Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a catheter kink was confirmed but the cause is unknown. Two ap chest radiographs were returned for evaluation. A catheter, likely the implicated 4fr d/l powerpicc provena, was seen in the images as a left-sided placed PICC. A kink or possible break was seen in the catheter shaft at the level of the clavicle. Possible contributing factors for a kink in the catheter could include the anatomic variables and catheter placement. The IFU states, ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ and ¿avoid sharp or acute angles during implantation which could compromise the patency of the catheter lumen¿. A review of the manufacture quality and inspection records for the specific lot involved found no potentially related issues encountered during the manufacture and assembly of that product lot. The report of a kinked catheter has been documented and will be monitored as part of complaint trending. H3 other text : evaluation findings are in section h.11

Event description:
Customer reported a 4fr dl powerpicc provena inserted in the left upper arm basilic vein on (B)(6)2022 was found to be kinked on 12/17/2022 in the subclavian region at the sternoclavicular junction. PICC dwell time was 18 days. PICC remained in place for another week.

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
Customer reported a 4fr dl powerpicc provena inserted in the left upper arm basilic vein on (B)(6) 2022 was found to be kinked on (B)(6) 2022 in the subclavian region at the sternoclavicular junction. PICC dwell time was 18 days. PICC remained in place for another week.